Event description:
Provider states the chair is in drive mode the right motor will not lock. Provider has given the end user a loaner while the repairs are done.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.